Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca) extending to the to mid rca. A 4.00x12 synergy drug eluting stent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was used, but the stent still failed to cross the lesion. When the device was removed from the patient, the stent became dislodged from the stent delivery system (sds). The guide extension catheter was delivered again to the lesion and a 4.00x16 synergy stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the device. The 4th stent strut on one side of the stent was damaged. The stent was returned separate from device in container, the analyst used a tweezers to remove it from the container and this caused damage to the 5th centre row to become squashed inwards. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgement outside the patient occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca) extending to the to mid rca. A 4.00x12 synergy drug eluting stent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was used, but the stent still failed to cross the lesion. When the device was removed from the patient, the stent became dislodged from the stent delivery system (sds). The guide extension catheter was delivered again to the lesion and a 4.00x16 synergy stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.